Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. [(B)(4)].

Event description:
The following was reported through literature review: "a novel intervention to treat failed angio-seal footplate deployment:" two case series peripheral procedure was performed on a (B)(6)-year-old male to stent open bilateral iliac artery occlusions. The access was gained in the right sfa (superficial femoral artery). The procedure was successful. Upon closure of vessel the device failed, complication noted, anchor was visualized to be occluding right proximal cfa (common femoral artery). The occlusion was remedied by stenting the anchor up against the vessel wall. Hemostasis was achieved with manual compression. There was no harm to the patient. The procedure outcome was successful.